Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited undersensing of r-waves due to low amplitudes and rv sensitivity programming. Technical services (ts) reviewed available device data and found the right ventricular automatic threshold (rvat) test failed due to low evoked response. Ts suspected the right atrial (ra) lead had dislodged and was capturing the rv. Rv capture couldn't be confirmed and may not be captured at max. Ts recommended increasing rv output and performing a chest x-ray to confirm possible ra and rv lead dislodgment. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. A chest x-ray was performed, and the rv lead was dislodged. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited undersensing of r-waves due to low amplitudes and rv sensitivity programming. Technical services (ts) reviewed available device data and found the right ventricular automatic threshold (rvat) test failed due to low evoked response. Ts suspected the right atrial (ra) lead had dislodged and was capturing the rv. Rv capture couldn't be confirmed and may not be captured at max. Ts recommended increasing rv output and performing a chest x-ray to confirm possible ra and rv lead dislodgment. This rv lead remains in service. No adverse patient effects were reported.